Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Corrective actions will be addressed and implemented trough supply notification snn-00003869. DHR review was not completed as there was no lot number provided.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury.